Event description:
Latex allergy. Dermatitis of hands from using latex gloves. Eight years later, after eating a banana rptr developed swelling of eyelids, itchy, watery eyes, asthma attack with difficulty breathing. Later, rptr was eating an avocado and developed swelling of face, nose and eyes. Rptr developed itching, difficulty breathing, swelling all over body and nose and throat swelled shut. Rptr was taken to the emergency room because of anaphylaxis. Given IV fluid, epinephrine, benadryl and solumedrol. Discharged with steroid dosepack. Rptr has no problem unless they put on gloves or if others in the room are donning gloves, snapping them on and moving powder through air then rptr develops itching under chin and of throat.